Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart. The self-test was okay. The alarm occurred more than two times. The customer blood glucose reading was 300 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify alarms due to motor error alarm. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.